Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the physician activated the lever prematurely, deploying the anchor prior to positioning the sheath to the deployment depth initially measured. It is possible the dissection was caused prior to manta deployment. Dissections are a common large-bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU was reviewed and confirmed: position device: before deploying the device and releasing the anchor, position the manta closure and sheath according to the deployment depth noted . Step 1: arteriotomy locating procedure'. Grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1. The manta closure is now in deployment position and ready for anchor release. Note: do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device.

Event description:
As reported: tavr to rt cfa with 27mm valve, 17fr sheath used, after removal of procedure sheath & deployment of manta device to rt access site post deployment angio showed interruption of flow to cfa, occlusion/dissection crossed w/angles guidewire. 2 5 min inflations to effected area w/7mm balloon showed restored flow but possible pseudoaneurysm present, 1 7x39mm vbx stent placed to effected area, successful recanalization to the vessel. Pt fine, removed from table and transferred to pccu.